Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display or unexpected meter blood glucose alarm noted. The device had minor scratched lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump got frozen. Customer stated keypad unresponsive. No blood glucose reading provided. No further information provided.